Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/(B)(6) years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cryo-freezing for slow-pathway modification in patients with slow-fast avnrt: efficacy, safety, and electroanatomical relation between sites of transient av block and sites of successful cryoablation. Journal of cardiovascular electrophysiology. 2021;32:3135¿3142. Doi: 10.1111/jce.15257 . If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cryo-freezing for slow-pathway modification in patients with slow-fast atrioventricular nodal reentrant tachycardia (avnrt). The article reports patients who developed transient third-degree atrioventricular block (avb). The avbs resolved just after cessation of the cryo-energy delivery, except in one case in which av conduction was not restored until ten minutes had passed. The status/disposition of the catheters is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.